Manufacturer narrative:
(B)(4). Summary of evaluation results: the homechoice (hc) was returned to baxter for the reported difficulty of the green light just blinking when the device turned on during startup. The reported difficulty was neither confirmed in the device logs nor duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Additional review of the device logs revealed numerous anomalies (e.g. Erroneous and missing characters) and 6 volumes of fluid that met baxter's criteria of increased intraperitoneal volumes (iipvs). The log recorded a cycle 5 drain volume of 858,891ml on (B)(6) 2010. The device functioned normally during pal testing. The assignable cause for the anomaly within the device logs and the iipv identified in the device logs was undetermined.

Event description:
Six increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report number 6 of 6. The iipv occurred on (B)(6) 2010 during cycle 5. The drain volume reflected in the log was 858,891ml, which meets iipv criteria. This drain volume appears to be an anomaly based on the amount of solution used during a therapy as well as the physiology of the human body. There was no patient injury or medical intervention reported with this event or any of the other events.